Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies, and none were found. Conducted testing for occlusion, and no occlusion was noted.

Event description:
The customer reported via phone call that they had a prime rewind anomaly. Customer reported the insulin pump stated the customer needed to rewind although it had already been done. The customer alsor reported a large air bubble on their insulin pump. Customer's blood glucose was 75 mg/dl. Troubleshooting did not occur because the customer's tubing may have been compromised. The reservoir will be returned for analysis.